Event description:
Patient claims that he was aware of certain surgical events. His vitals were stable throughout the intraoperative period, although he did become diaphoretic at one point during the procedure. No equipment alarmed during surgery, however testing of the tec 6 desflurance vaporizer indicated that gas flow was less than 2% despite settings of 4%, 5% and 6%. The no output alarm did not activate at any point except when set at 1% concentration.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: manufacturer. Service records not available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: vaporizer. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.